Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer did not open. A technical support specialist (tss) instructed customer to log out and log back in, and upon retrying the transaction after reauthentication, the drawer opened normally without further issues. The system functioned after the technical support specialist assisted customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open when the user attempted to issue a medication. The user tapped the issue button, but the system did not proceed with the issuing process, and the button disappeared. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.